Event description:
It was reported that during a rectum cancer resections, the device functioned as intended during the procedure. A leak test was performed and there was a leakage. The surgeon reported hearing an abnormal noise, but chose to fire the device. The malformed staples were not confirmed. The pt is fine and remains in the hospital.